Event description:
It was reported that the customer experienced diabetic ketoacidosis (dka) resulting in a hospitalization in the intensive care unit; cause of dka was not provided. A blood glucose level was not provided. Customer declined to troubleshoot the issue with tandem technical support; therefore no additional information was obtained.